Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site went to close the gantry around the patient, the gantry would get stuck. They rebooted the image acquisition system (ias) several times before the controls would respond.